Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device power switch was burnt. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was confirmed by a manufacturer repair technician through visual inspection. Potential causes for the reported event include the wiring insulation breaking down. The device was repaired by a manufacturer field service representative at the user facility and returned to service.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device power switch was burnt. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.